Event description:
Doctor described the bovie pencil as operating too hot and at two times saw flame from the tip of the bovie tip. The settings reduced to 30/30 pure to 25/25 blend; not resolved. Bovie pencil removed from field and tip kept.